Event description:
Per medical review, the event of vaginitis, deemed not device related, is not a serious unexpected adverse drug experience.

Manufacturer narrative:
Previous medwatch submission noted the event of vaginitis is a serious an unexpected adverse drug experience. Abbvie medical safety determined that the event is not considered an unexpected adverse drug experience.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. . Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is deemed not device related and considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported reporting a patient was injected in the perioral area and perioral line with 4 ml of juvéderm® volite¿. The patient experienced developed redness, swelling, heat and pain in the left lower limb without obvious inducements due to lower limb varicose veins with inflammation in the c3, deemed not related to the device and the non-device related event of "hyperlipidemia syndrome." Patient was hospitalized and discharged 5 days later. Patient under went laser closure of main saphenous vein (left) + high ligation of great saphenous vein (left) + varicose vein stripping of lower extremity (left) + thrombectomy of superficial vein of lower extremity (left) + intravenous injection of hardening drugs (left)" was performed under combined lumbar epidural anesthesia. The patient also experienced non-device related "lower extremity varicose veins with phlebitis" and "venous thrombosis of lower extremity." Additionally, the patient experienced non-device related "vaginitis" and was treated that day with li fu kang lotion. The event resolved 7.5 months later.